Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was suspected atrial oversensing noted during the patient's atrial tachycardia (at)/ atrial fibrillation (af) episode. Per the nurse, the patient was in surgery at the time and the oversensing issue was attributed to bovie usage during the surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.